Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm was noted. The insulin pump had a scratched display window and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched display window and scratched case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was receiving no delivery alarms on the insulin pump. Customer's blood glucose is 400 mg/dl. Customer was receiving a no delivery alarm even after a set change. Caller stated that this has been happening for the past 3-4 days. Customer's blood glucose was after the customer ate and was trying to correct. Customer received a no delivery alarm. Troubleshooting was performed and customer stated that they have tried all remedies. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.